Manufacturer narrative:
The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause the infection. The exposed portion of the soft cannula was observed to be stretched. This was confirmed via out of specification measurement taken during investigation of the entire soft cannula length. Though the soft cannula was stretched, fluid flowed through the complete fluid path with no issues. The exact timing and cause of the soft cannula damage could not be determined. The damaged soft cannula did not contribute towards the reported symptom code.

Event description:
The patient's mother reported the patient developed an infection at the insertion site (arm) while after wearing the pod for 24 hours. The patient's blood glucose (bg) levels were reading ¿high¿ (> 27.8 mmol/l) (> 500 mg/dl) and the pod was removed. The adhesive had yellow and red stains and purulent discharge was oozing from the site. The skin was red and sore. A new pod was applied on the patient's other arm and the patient was taken to (B)(6) medical center and was seen by dr. (B)(6). The diagnosis was skin infection in the pod insertion site and the patient was prescribed oxacillin 20 mg tablet for treatment. Patient's mother confirmed the patient is doing okay and is wearing a pod as normal.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Cloud - locked down/smartphone data not available. Cloud - omnipod 5 software app version data not available. Cloud - smartphone operating system data not available. Cloud - smartphone hardware data not available. Cloud - cgm sensor type data not available. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.